Event description:
Related manufacturer reference number: 1627487-2019-07433. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein one of the patient¿s lead was explanted and replaced and the remaining lead was repositioned. Therapy has been restored post-op. It is unknown which lead was explanted therefore both leads are being reported on.

Event description:
Reference MFR. Report # 1627487-2019-07433. It was reported that patient experienced ineffective stimulation, impedance testing revealed 4 contacts high over 3000 on one lead (9-16). Reprogramming was unable to resolve the issue. Earlier x-rays revealed that leads were migrated slightly inferior to original position after a fall. Surgical intervention may be planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.